Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5568 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that there was a micro-perforation of the patient's right ventricle it was noted that the patient was very sick. Upon repositioning of the right ventricular (rv) lead, tissue was found in the lead helix. The lead was explanted and replaced with tined lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.